Event description:
I had essure placed after my third child. On (B)(6), I had the procedure placed. An hour after leaving, I called my doctor complaining and crying of pain that I thought was too intense to be normal. I was laughed off and told to use a heating pad. So feeling dismissed, I toughed it out. Having a (B)(6), (B)(6) old and a (B)(6) is a challenge for any person, but having to smile through the pain of body aches, pelvic pain and spasms and constant bleeding has taken the joy out of my life. I went to the ER complaining of pain and they had never heard of the procedure at all. Then I f/u with my doctor who told me I was crazy and no way I was able to feel the coils. Even after I showed him my raised pelvis and had him feel the coils, he chose the first bite on my leg that he saw and said you probably have tick fever. I was so insulted. I don't want to return if he won't listen to my concerns. I have been shut down and no one will help me get justice for the horrible product that was placed inside of me. I was told no pain, no side effects, no risk. That was the worst mistake of my life in accepting the essure procedure.